Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿no strict disinfection¿. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were unknown (it was also reported the patient was not treated with antibiotics). Also that same day, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was recovering. No additional information is available.